Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temp was not cooling properly on the arctic sun device. Patient temperature was 35.2c, target temperature was 33c, water temperature was 30.8c, and flow rate was 3lpm. They received an alert 116 (patient temperature 1 has not changed for an extended period of time.). Mss asked to check event log and noted there were two alert 113s (reduced water temperature control) for this therapy. System diagnostics showed as system hours were 2826, pump hours were 2630, the outlet monitor temperature (t1) was 30.9c, the outlet control temperature (t2) was 30.8c, the chiller temperature (t4) was 4.2c, mixing pump command was 100%. They had another device and would send this one to biomed and swap the device out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water temp was not cooling properly on the arctic sun device. Patient temperature was 35.2c, target temperature was 33c, water temperature was 30.8c, and flow rate was 3lpm. They received an alert 116 (patient temperature 1 has not changed for an extended period of time.). Ms&s asked to check event log and noted there were two alert 113s (reduced water temperature control) for this therapy. System diagnostics showed as system hours were 2826, pump hours were 2630, the outlet monitor temperature (t1) was 30.9c, the outlet control temperature (t2) was 30.8c, the chiller temperature (t4) was 4.2c, mixing pump command was 100%. They had another device and would send this one to biomed and swap the device out.